Manufacturer narrative:
The investigation for the reported access site bleed has been completed. No issues were found in the returned product. The root cause of the access site bleeding cannot be determined since insufficient clinical details were provided. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
The complainant reported that a 60-year-old female patient had severe bleeding in the right groin following impella cp insertion. The bleeding was stopped by a sharper angle and a pressure bandage but a large hematoma still formed. Vascular surgeon will be evaluating the hematoma. The patient required two transfusions. The pump was successfully explanted after four days of support. The patient survived the explant.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿